Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient fell and created periprosthetic femur fracture. Doctor revised patient's right femur. Restoration modular was used.

Manufacturer narrative:
The patient is (B)(6). An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
Patient fell and created periprosthetic femur fracture. Doctor revised patient's right femur. Restoration modular was used.